Manufacturer narrative:
(B)(4): a review of the total daily dose history showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The reporter contacted animas on 03/02/2012 alleging that they believe that the pump is not delivering properly. The patient's blood glucose levels have been in the 200mg/dl range. The pump was reviewed and no defects were found. This report is being made based on the allegation that the pump is not delivering appropriately. There is no adverse event associated with this complaint, the patient's blood glucose excursion does not meet animas criteria for an adverse event.